Event description:
It was reported that the patient began the trial the day prior to the report and when she arrived home, she did not feel stimulation at all. The patient switched sides the night prior to the report and did not feel stimulation after switching to the left side. The patient switched back and felt ¿some¿ stimulation, ¿very faintly,¿ for ¿about ten seconds.¿ the patient stated she felt ¿some¿ stimulation and ¿light¿ pain ¿all the time.¿ the patient did have ¿some¿ symptoms control the night prior to the report but not the morning of the report. Eleven days later, it was reported that no actions were required. It was noted that the patient's leads had migrated. No device issues were seen. The patient went on to permanent implant.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type lead. (B)(4).